Manufacturer narrative:
(B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Foreign report source: (B)(4). (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a hot axios placement procedure performed on (B)(6) 2018. Reportedly, the patient's pseudocyst was measured on (B)(6) 2018 via computed tomography (CT) imaging and was confirmed to be 67mm in diameter, in close contact with the stomach wall, and contained 100% liquid content. On (B)(6) 2018, the pseudocyst was measured via CT imaging and had reduced to 16mm in diameter. The stent was placed as part of the e7121 axios (B)(6) post market survey trial. According to the complainant, during the per-protocol stent removal procedure performed on (B)(6) 2019, the stent migrated during attempted removal. The stent was successfully removed from the patient using a snare or forceps during the same procedure. There were no patient complications reported as a result of this event.